Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, e1, e2, e3, g4, g7, h1, h2, h3, h6, h9, h10. Visual examination of the returned product confirmed that the sterile cavities are fractured. Sterility has been compromised. The shrink-wrap is missing and the carton box was returned opened. The carton box exhibit slight damage in the form of a deformed corner and creased panels. Complaint is confirmed. Review of the device history record(s) identified no deviations or anomalies related to the reported issue during manufacturing. Reported event is for a packaging issue; medical records are not available for review. The likely condition of the part when it left zimmer biomet control is considered conforming based on the evaluation of the returned product, the DHR review, and the potential transit age of the device (about 2.5 years). The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner packaging of the product, that contributes to the sterility of the product, was damage. There was no patient involvement. Attempts have been made no further information has been provided.